Event description:
It was reported that at a check the day after implant, a chest x-ray revealed that the right ventricular (rv) lead had dislodged and moved from it's original placement. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.